Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had not been wearing the pump and the blood glucose (bg) level was 400 mg/dl and an insulin injection was administered. The customer resumed pump therapy and delivered a bolus via the pump in an attempt to lower the bg; however, the bg was not lowering (450 mg/dl). The customer reverted to using insulin injections for insulin therapy. A pump system check was performed and no device issue was identified. The contact was not with the customer at the time of the report so the infusion set site could not be inspected. Tandem technical support advised the contact to discuss the event with a healthcare provider.